Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause was determined to be misaligned blower module, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
In scmv mode difference between vti and vte of 20 ml to 70 ml regardless the volume set value. After replacing the pressure sensor board and the inspiratory valve the problem was solved. This is tested upon the same patient as where the complaint was generated for. The results are good. The root cause is not 100% clear. The pressure sensor boards in more c6 show out of tolerances in different ranges of the pressure test. The inspiratory valve replacement caused the solution in this c6/sn (B)(6). Customer is very satisfied with this result. The customer will send in information, about the last treatment with the same patient. This info will be added to this cer when available. Br marcel bax..